Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support experienced a pump stop seven days into support possibly caused by an automated impella controller failure (according to the controller alarm). The impella 5.5 device was rapidly weaned and explanted. Therapy, if any, after explant of the impella device is unknown. There was report or indication of harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-26666 for the report on the automated impella controller.

Manufacturer narrative:
The investigation of pump stop has been completed. No product was returned. Log review showed an impella stopped alarm 119 about 164 hours into support, indicating an electrical failure. The pump was unable to be restarted successfully. Data logs showed pump use from 10-feb-2025 to 17-feb-2025. No relevant additional details were provided from the clinical. The root cause of the pump stop was most likely an electrical open based on the alarm in the data logs but it is unknown how the failure occurred due to insufficient clinical details. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26729.